Manufacturer narrative:
Pump was received with no motor movement or negligible movement. Retries to free a stuck motor failed during rewinding due to jammed motor gearbox. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer was able to clear the alarm and was able to rewound the insulin pump. Customer stated that insulin pump did pass the self test and was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.